Event description:
The customer reported the device had a pads/paddles cable connector error. There was no reported of pt incident.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.